Manufacturer narrative:
Correction: concomitant med prod data. Additional information: manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an pump module fell on patient was not determined because no products or device logs were returned.

Event description:
It was reported that the pump module fell off the pc unit and hit patient's head. Patient had a 0.5 cm laceration to top of head. Only basic first aid was provided.

Event description:
It was reported that the pump module fell off the pc unit and hit patient's head. Patient had a 0.5 cm laceration to top of head. Only basic first aid was provided.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.